Manufacturer narrative:
One device was returned for investigation. Visual inspection showed a crack in the device. Functional testing was done where the customer complaint of a leak was confirmed. The leak came from the crack in the return tube. The return tube and the orings were replaces as preventative maintenance. Device was then tested again and passed all functionality tests. A manufacturing device history review was not done as the device is a year beyond the manufacturing date. Service history review shows that the device has not been in for service previously.

Manufacturer narrative:
Other, other text: h6: health effects and health impact and b3: event date updated. B5 additional information.

Event description:
Additional information received 28-mar-2023 via email: the event occurred during testing in biomed shop, date of the event was 23 march 2023, the outcome of the event was ongoing. No patient harm and no medical intervention required.

Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a crack in the return pipe, leaking some water and causing both alarms to go off in flashing manner. This was found during testing. No patient was involved. The issue has not been able to be resolved.